Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 17sep2019. Fse requested customer to perform drpta. Customer identified failure of motor/speaker # 1. And was advised cu to measure speaker #1 resistance (8-ohm). Problem is most likely speaker #1 or mc pcb. Provided p/ns and pricing for speaker and mc pbc. The customer troubleshot with technical support. The customer replaced motor controller mc printed circuit board pcb to resolve the issue. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the ventilator generated an error code 1102 primary-test failed. There was no patient involvement.